Event description:
As reported by the sales rep per the user facility: clip failure to activate. There was a needlestick injury. Additional information provided by the facility indicated the nurse set the needle on the table wrapped in gauze. The nurse received a needlestick when disposing needle into the sharps container. It is unknown if the clip covered the needle before setting the needle on the table. The nurse involved in the incident received all protocol bloodwork testing and all test results are negative. It has been reported no medical treatment follow up is needed at this time.

Manufacturer narrative:
The actual introcan safety needle with the safety clip involved in the incident was returned to the manufacturer to be evaluated. The safety clip was located on the shaft of the needle and was not covering the tip of the needle. The clip was off the side of the needle. The catheter was not returned for evaluation. Visual evaluation denoted the needle to be extremely bent on an angle at the hub insertion end, causing the needle to bow. It was reported the nurse set the needle on the table wrapped in gauze. The nurse received a needlestick when disposing needle into the sharps container. It is possible, due to the severely bent condition of the returned sample and the clip off the side of the needle, that the needle was somehow manipulated and exposed the needle during cleanup, resulting in a needlestick. All safety clip dimensions that were able to be measured on the returned sample were checked and found to be within the design specifications. It should be noted that the introcan safety is designed to reduce the risk of needlestick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed off immediately into an appropriate sharps container. The sample and all available information has been provided to the actual manufacturer for evaluation.